Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. A boston scientific technical services consultant confirmed the arrhythmia is going in and out of the ventricular fibrillation (vf) zone and self-converting. Quick convert was delivered and was considered a diverted shock, redetection occurred, and the shock was committed and delivered as the device cannot divert two shocks in a row. A boston scientific technical services consultant confirmed the device is operating as programmed; however, the therapy was inappropriate due to self-conversion and constant redetection during the ventricular tachycardia (vt) storm. The device remains in service and no additional adverse patient effects were reported.